Event description:
Per the clinic, the patient experienced skin flap breakdown, infection, and device extrusion which could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6) 2011. It is unknown if the patient will be reimplanted with a new device as of the date of this report (B)(4) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).